Event description:
Per the clinic, the patient underwent surgery to examine and treat an infection of the implant site. The site was irrigated with antibiotic medication (type not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the patient was seen for ongoing pain and tenderness over the implant site. The site was aspirated on (B)(6) 2010 and the patient was subsequently admitted to the hospital for treatment with IV antibiotics. The patient was dismissed home (date unknown) with a PICC line to continue IV antibiotic therapy for a total of 14 days. Symptoms did not resolve. The surgeon attempted to aspirate the implant site on (B)(6) 2010. On (B)(6) 2010, the patient underwent an incision and drainage procedure and subsequent placement of an irrigation catheter, the patient was admitted post procedure for an unknown period of time. The patient currently complains of pain over the site, there are no reports of infection as of the date of this report. This report is filed (B)(4) 2012. Implanted device remains.